Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 120 mg/dl. The customer reported the drive support cap is sticking out. The customer stated that the device was exposed to MRI. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump alarmed motor error during the rewind due to an out of phase motor encoder signal. Unable to perform the full functional testing due to the motor error alarms. The drive support disk was inspected and no anomalies were noted. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the reservoir tube window corner, minor scratches on the lcd window, and a scratched reservoir tube window.